Event description:
The clinician attempted to remove the stylet, but the hub and stylet were not attached. The physician removed the IV catheter but the stylet was no longer inside the catheter. The stylet was successfully removed from the patient using a cutdown and fine forceps.